Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during a colonoscopy procedure in the colon performed on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, while withdrawing the catheter from the biopsy channel of an esophagogastroduodenoscopy (egd) scope, the tip of the extractor balloon detached inside the scope. The complainant reported that there was nothing detached inside the patient and the detached tip of the device was immediately retrieved from the scope successfully. The rest of the procedure was completed with a different device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.